Event description:
Patient reported right side "rupture." It was later reported "cystic nodule" and "positive calcifications." The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, opening assessed as unidentified (tear) opening (shell thickness was within specification ¿ lump/nodule: unable to observe since it is not related to the device. ¿ calcification: not observed. As per the investigation procedure was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. The device remains implanted.

Manufacturer narrative:
Additional, corrected and/or changed data: a2, b3, d6a.

Event description:
Patient reported right side "rupture." It was later reported "cystic nodule" and "positive calcifications." The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lump/nodule: unable to observe since it is not related to the device. Calcification: not observed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: d6b, d9, h3, h6, h10.

Event description:
Patient reported right side "rupture." It was later reported "cystic nodule" and "positive calcifications." The device has been explanted and replaced.

Event description:
Patient reported right side "rupture." It was later reported "cystic nodule" and "positive calcifications." The device has been explanted and replaced.